Event description:
It was reported that towards the end of therapeutic cystoscopy with litholapaxy procedure in a 65-year-old male hispanic patient, the ceramic tip of the inner sheath broke off during the procedure. The procedure was completed with the same device. The broken device was retrieved from the patient that prolonged it by 5 minutes to remove the device while the patient was under general anesthesia. There were no reports of patent harm. This report is related to the following linked patient identifier: (B)(6).